Manufacturer narrative:
Device was returned to the MFR for evaluation. Evaluation by quality technician shows that that crosslink eyebolt is broken. Device history records for the possible lots which might be involved in the event were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the center nut of the crosslink snapped off while tightening. The crosslink was replaced. No patient complications were reported.